Event description:
It was reported that the user experienced consecutive motor stall alerts requiring restarts when attempting meal announcements, and an occlusion alert occurred; a dry run without supplies completed successfully, indicating an issue with the in-use infusion set and tubing, and the user briefly transitioned to subcutaneous insulin pens before reconnecting. Symptoms included hyperglycemia with a reported blood glucose of 320 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a failure to infuse associated with the pump motor and a communications-related problem, while the dry run suggested the issue was tied to the connected infusion supplies rather than pump mechanics during testing. The user later reported a blood glucose of 114 mg/dl after reconnection, and replacement infusion sets were arranged. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.